Event description:
Patient presented with a short, reverse cone aortic neck, had successful implant of a bifurcated device and proximal cuff in 2007. Thirty day follow up detected no endoleak. On approx three months later, patient presented with severe abdominal and back pain. CT scan revealed a contained perforation in the aneurysm sac. It was noted that the perforation may have been due to the existing anatomical condition of the aortic neck (short, reverse cone), and the proximal cuff slipped into the bifurcated device. The stent grafts were explanted, a surgical graft was sewn in, the patient tolerated the procedure well.

Manufacturer narrative:
Evaluation of the explanted stent graft indicates that the graft was entirely intact, the stent showed no fractures or disconnects. Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication to the procedure.